Manufacturer narrative:
The device was returned to olympus for inspection. The date of event is unknown. A supplement report will be submitted if provided. Three attempts were performed to obtain additional information, but no response was received from the customer. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image showing on the screen due to faulty ccd (charged couple device) and for the damage cable insulation metal sheath was exposed the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the camera head to the service center for a separate issue. During the device analysis, the service team indicates that no image showed on the screen and damage cable insulation metal sheath was exposed. It was determined that the cable insulation metal sheath needed to be replaced. There was no patient involvement.